Event description:
It was reported that during a lumbar laminectomy fusion (with instrumentation) procedure, a drill attachment overheated and burned a surgical drape. Back-up equipment was used to complete the procedure, without a clinically-relevant delay. There was no report of patient or user injury, and no adverse consequences were alleged.

Manufacturer narrative:
The drill attachment has not yet been received by the manufacturer, so the quality investigation has not begun. A follow up report will be submitted if the attachment is received, and if the investigation requires. The drill used to operate this attachment when the event occurred, was returned to the manufacturer. Based on the results of the quality investigation, the drill performed according to specifications.